Manufacturer narrative:
(B)(4) date sent: 9/21/2016. Batch # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the el5ml device jam (not fire clip)? Or did el5ml get stuck on tissue? If el5ml got stuck on tissue, how was the device removed from tissue? How was procedure completed? The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 9 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however no conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a segmentectomy procedure, the device's clip was stuck when fired. No clip was left inside the patient's body. There were no adverse consequences for the patient reported.